Event description:
It was reported that air bubbles were observed within the canister. The customer changed the cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.